Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 400 mg/dl and ketones were present. Insulin injections were administered to address bg. Contact alleged pump was not delivering insulin properly. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.